Event description:
It was reported customer had high blood glucose levels (413 mg/dl). Customer was vomiting due to elevated blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.